Manufacturer narrative:
Pump received with a constant white flashing screen at medtronic logo due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to flashing white screen at the medtronic logo. Also, moisture damage on the motor assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarm is beeping like crazy. The customer's blood glucose level was 9 mmol/l. Troubleshooting was not performed. Insulin pump will be returned for analysis.